Event description:
Boston scientific received information that this patient's home monitoring system detected a high out of range impedance measurements for this left ventricular (lv) lead. A boston scientific sales representative (sr) performed isometrics, and it was noted that this out of range impedance measurement could be recreated with the patient lifting their arm over their head, but while at rest impedances were normal. It was also noted that the right atrial (ra) lead had exhibited high out of range impedance measurements as well as noise, and as a result, the device was placed in vvi mode to alleviate those issues with the ra lead. The physician is aware of these issues, and to date, no changes have been made to this system. The patient will continue to be monitored for now.

Manufacturer narrative:
All available information indicates that these leads remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.